Manufacturer narrative:
Additional information: g3, h2, h3, h6. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During the implant procedure, the sensor was delivered to the left pulmonary artery but moved back in the pulmonary artery during release. The end of the delivery catheter could not be identified as it did not have a radio-opaque tip, so it was not possible to see if it was pulled back enough prior to the guidewire. The catheter was moved back, but the sensor followed the movement, and the sensor was put back into position. A swan-ganz was advanced proximal to the sensor using a new introducer sheath but it did not resolve the separation difficulty. As the procedure was significantly longer than expected, the patient experienced vagal discomfort with hypotensive pressure of 60 mmhg. Medication and saline was used to stabilize the patient. Finally, the delivery catheter was withdrawn, another swan-ganz was advance on the guidewire and used to release the sensor from the guidewire in a horizontal position in main pa. The sensor had become stuck on the guidewire due to manipulation the guidewire was kinked like a pig tail at the end. The patient was in stable conditions and could successfully take readings with the electronic unit.